Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection showed the top case was cracked/chipped by the front left and rear left bottom corners and there was visible contamination. A corrective and preventative action has been opened to address the reported issue.

Event description:
Additional information was received: product did not fail while in use with a patient.

Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. An invalid syringe error was found in the event history log (ehl). The error/alarm was reproduced during a syringe/calibration test. The customer reported product problem was therefore confirmed. The alarm was being produced because the tapered springe slipped over the collar of the barrel clamp rod. The problem source of the reported product problem was unknown. A root cause was not established. The following components were replaced to correct the reported problem: barrel clamp rod, tapered spring, and barrel clamp guide.

Event description:
It was reported that the medfusion pump exhibited a syringe clamp sensor malfunction. No patient injury or complications were reported in relation to this event.